Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during set up while the patient was connected. During troubleshooting, it was reported that there was a leak coming from small "gashes" that were in the middle (not near the luer connector or where the line comes in contact with the cycler) of the patient line. There was no other damage on the disposables. There was no patient injury or medical intervention associated with this event. No additional information is available.